Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the impedance values were out of range when the lead was connected to the ins. The ins was replaced. It was noted that the issue occurred during a procedure. No symptoms were reported, and the patient was alive with no injury. No further complications were anticipated.

Manufacturer narrative:
Upon further review, it was discovered that this report was a duplicate event of the one submitted in MFR report # 3007566237-2019-00048. Please refer to MFR report # 3007566237-2019-00048 for any further information that is received regarding this event. If information is provided in the future, a supplemental report will be issued.